Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. A contributing condition to the event is "surgeon commented that the patients bone was unusually hard." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 115399 comp rvs cntrl 6.5x45mm st/rst 400460. Foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the total shoulder arthroplasty, the central screw and one peripheral screw head fractured during implantation. It was commented by the surgeon that the patient had hard bone and was difficult to insert the screws. The screws were left implanted. No additional information is made available.